Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the ua07 was a defective load cell, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in december 2020 and is over 5 years old. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) around the reported event date, confirming the reported complaint. Functional testing failed because the autopulse platform displayed a ua07 advisory message upon powering up, confirming the reported complaint. The load-sensing system detected a weight/load imbalance between the two load cells. Conducting a load cell characterization test revealed that load cell 2 was defective, with over-reported output values. The load cell 2 was replaced to remedy the complaint. Subsequently, a load cell characterization test was performed and verified that both load cells functioned within the specification. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with serial number (B)(6).